Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance on the defibrillator coil. The lead alert was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.